Event description:
Overdelivery reported: the pump was programmed in the concurrent mode of delivery to infuse peripheral parenteral nutrition at 20.0ml on the primary line and morphine (concentration unspecified) on the secondary line at 4.0ml/hr. It was reported that the 100.0ml bag of morphine was hung at 1000 hrs. At 1150 hrs, the secondary line was clamped and levaquin 500.0mg was infused on the primary line. At 1250, the peripheral parenteral nutrition was resumed on the primary line and the secondary line was unclamped to resume the pain mgmt therapy. According to the customer contact, the pump alarmed (specific alarm alert unknown) within 10-15 mins of resuming the concurrent infusions. The nurse reported when nurse investigated the alarm alert, nurse discovered that the morphine fluid container was empty. It was reported that "the pt had been non-responsive and the nurses had been unable to obtain a blood pressure reading" prior to the reported event secondary to end stage disease progression. After the event, "the pt's respirations and pulse were only slightly altered and the pt appeared to be in no obvious distress". The physician was notified, but no medical interventions were ordered secondary to disease state. There was no additional info available.